Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's implant explantation surgery was re-scheduled for (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7737392 sn: (B)(4) and (right) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7665582 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the posterior view and one of them was extending to the anterior view. Within one of the creases in the anterior view a tear was noted, measuring approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: (right) 250cc mentor smooth round moderate profile catalog: 3501635, lot: 5541864, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses, suffered left side deflation post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.